Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
As reported: "distributor informed sales rep that two drills (703966) appear to have broken during surgery for a pelvic fracture. Sales rep is currently confirming the health hazard to the patient and medical intervention, but no further information has been provided by hcp at this time." Additional information received august 4, 2025. The doctor reported, ¿the patient's bones were very hard, and drilling was performed with the surrounding soft tissue putting stress on the drill.¿ a broken piece of the drill penetrated into the bone, but was difficult to remove, so the procedure was completed with the broken piece left inside the body.